Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, company representative received a report that pt experienced elevated blood glucose due to a kinked infusion cannula. Follow-up was completed with the pt on (B)(6) 2011. Pt reported, he had just started using the infusion device and this was the first infusion headset that he inserted himself. On the day of the incident, his blood glucose elevated to 26 mmol/l (468 mg/dl), and his normal blood glucose is below 10 mmol/l (180 mg/dl). Pt changed his infusion headset and delivered an injection of insulin. He also monitored his blood glucose hourly until it returned to normal. Blood glucose at time of follow-up was 5.6 mmol/l (100.8 mg/dl). When pt inserted the infusion headset, he dropped his infusion device. He believes the headset may have been pulled out of his body. There was bruising at the infusion site when the headset was removed. Headsets are inserted manually. The infusion set was discarded and not requested for evaluation. Pt was sent samples of different types of infusion sets to try. The pt did not require treatment from a health care professional or second party to address the issue.